Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) pacing impedance measurements of greater than 2000 ohms. A lead safety switch occurred due to this and in unipolar configuration, the pacing impedance measurements were 382 to 400 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that no troubleshooting had been performed. The device was reprogrammed but no other actions had been performed or planned at that time. No adverse patient effects were reported. The device remains in service.